Event description:
It was reported that a malfunction occurred with a "malf 12" code on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy and was instructed by technical support to put the pump into storage mode before returning it. A pre-paid label was provided for the return, and the customer confirmed understanding and agreed to return the pump within ten days.